Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated "air leak" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative confirmed the complaint of 'leak in iab circuit' alarm from in the fault log. The company representative was unable to duplicate the alarm. The company representative tested the iabp unit for leaks, and no leaks were observed. Full functional and safety tests performed on the iabp unit also met the factory specifications. The iabp unit was returned to the customer. (B)(4).